Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 04-jun-2024, UDI#: (B)(4). H3. Analysis found defective recharging circuitry tm90 recharging circuitry is damaged (visual damage to the micro usb hub pins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported the communicator will not take a charge. The patient stated it started acting up a little bit off and on the last couple of weeks but about 3 days ago it got to the point where they could not get it to charge at all. The patient has tried 2 or 3 different charging cords and multiple outlets but that did not resolve the issue. An email was sent to the repair department to replace the communicator. No patient injury reported.